Manufacturer narrative:
This report is being submitted to report information reported by the customer and investigation findings. The device history record (DHR) for the complaint device has been reviewed. Physical evaluation of the suspect device shows: the users report is confirmed. There was no image due to a faulty patient board set. The serial digital interface (sdi11) connector of the board was causing no signal to the sdi output. The damaged parts were replaced. The unit has the most updated switch and software version, conclusion: the definitive cause of the user's experience could not be determined. Based on investigation findings, the probable cause is: the reported event occurred due to the faulty patient board set. Also, damage was found in the sdi connector and this could affect the image transmission.

Event description:
The customer reports during a bronchoscopy, endobronchial ultrasound (ebus) with fine needle aspiration (fna) and washings using an evis exera iii video system center, while the patient was under anesthesia, a consistent image could not be obtained. An olympus territory manger (tm) was onsite. The tm stated the image would display momentarily and then disappears. Three (3) different bf-uc180 scopes and three (3) different maj-1430 video cables were tried. They all behaved the same. The customer confirmed there was no malfunction of any of the bronchoscopes/cables tested. The tm felt it may be related to the picture in picture (pip) cable because when he touched the cable, the image returned. At this point the endoscopy nurse manger came in to the room, shared her observations and requested a loaner device. The customer pulled another evis set up into the room and borrowed another department's aloka ultrasound (hitachi) and had a trained rn come into the procedure room to assist the physician completing the procedure with the aloka. The patient experienced extended anesthesia time due to trouble shooting the equipment. There were no known adverse effects to the patient as a result of the delay in procedure. The patient was discharged home post-procedure with no further issues. The patient's current condition is reported as: "no physician note in electronic medical record (emr), the office uses different emr. Lab work noted to be within normal limits (wnl) after procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed and the image of 180 scope had not output. Therefore, it was determined that the phenomena of ¿no image output with 180 scope¿, ¿intermittent image¿, and ¿faulty video connector¿ occurred due to faulty printed (dr) board set. Additionally, the device was manufactured before the circuit design of the operational amplifier of the dr board was changed. Olympus will continue to monitor field performance for this device.